Event description:
Same case as MDR ID: 2134265-2014-02962. (B)(4). It was reported that unstable angina, nausea, dizziness and in-stent restenosis occurred. In (B)(6) 2012, the patient presented due to stable angina and was referred for cardiac catheterization. The index procedure was performed. Target lesion #1 was de novo lesion located in the proximal saphenous vein graft (svg) to right posterior descending artery (r-pda) with 80% stenosis and was 28 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with direct stent placement using 3.50 mm x 32 mm ion stent, with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented with mid sternal sharp chest pain radiating to left arm associated with nausea and dizziness which was diagnosed as unstable angina. Subsequently, the patient was hospitalized on the same day. One day from admission, coronary angiography revealed jailing of posterolateral artery by previously placed 2.5 mm x 26 mm promus element stent in distal right coronary artery (rca). The 99% focal restenosis of the study stent located in the r-pda was treated with balloon angioplasty, with the residual stenosis of 0%. Two days post procedure, the event was considered resolved with residual effects and the patient was discharged on the same day on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).